Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the machine and replaced the batteries with new ones. The fse checked the unit's functionality which was found ok. The fse then handed over the machine in working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine checkup, the cs300 intra-aortic balloon pump (iabp)  has a low battery issues. The machine doesn't have a backup. There was no patient harm reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.